Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator allegedly caught on fire while in use. The patient reportedly had personal injuries as a result. A third party investigator examined the fire scene. A bipap device was found at the location of the event. The cause of the fire was found to be a faulty wall socket. The model number and serial number of the bipap was unable to be determined due to the condition of the device. The everflo and a bipap device were evaluated. Neither device exhibited any evidence of electrical damage that would indicate the origin of fire occurred.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught on fire while in use. The patient reportedly had personal injuries as a result. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.